Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the withdrawal of the commander delivery system, it was not possible to retrieve the balloon through the sheath and finally a part of the balloon remained in the artery. A surgical cut down had to be performed to remove the piece of the balloon. Patient is doing well.

Manufacturer narrative:
As the affected device/kit was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, and manufacturing mitigation's. No device photographs, videos or imagery relevant to the reported event were provided with the complaint. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any issues that could have contributed to the complaint event. A lot history review for the related work order was performed and did not reveal any other similar complaints related to ¿delivery system ¿ withdrawal difficulty or balloon ¿ separated¿. Complaint history review from september 2016 to august 2017 for the commander delivery system (all models and sizes) revealed additional returned complaint devices for ¿delivery system ¿ withdrawal difficulty¿. The occurrence rate for this issue does not exceed the august 2017 control limits for the associated trend category, ¿withdrawal difficulty¿. Complaint history review from september 2016 to august 2017 for the commander delivery system (all models and sizes) revealed additional returned complaint devices for ¿balloon separated¿. The occurrence rate for this issue does not exceed the august 2017 control limits for the associated trend category, ¿balloon separated¿. No IFU/training deficiencies were identified. During manufacturing, the inflation balloon was inspected for 100% balloon dimensional inspection, 100% balloon visual defects inspection. During manufacturing, the crimp balloon was inspected for 100% balloon dimensional inspection and 100% balloon visual inspection. The crimp balloon to inflation balloon laser bond is visually inspected for smooth bond joint with no gaps between components, bubbles and burns. During final inspection, the entire device was 100% visually inspected. During manufacturing, the commander delivery system was 100% air pressure leak tested. In addition, during product verification (pv) testing on a sampling basis, five (5) devices were visually inspected for kinks, cracks, and loose or missing components. The lot cannot be released if any samples fail pv testing. All units from the related work order passed pv testing. As a part of pv testing, balloon burst pressure testing and system retrieval force testing were performed on finished devices. For the related work order, the five (5) tested samples exhibited met specifications. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. Due to the device not being returned for evaluation, and no relevant photographs or imagery being provided, the complaints for ¿delivery system ¿ withdrawal difficulty¿ and ¿balloon - separation¿ were unable to be confirmed. Additionally, due to the unavailability of the device, engineering was unable to perform any visual, functional or dimensional analysis. However, a review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. It is possible that the balloon may have torn at some point during retrieval of the delivery system, and that the torn balloon may have become caught on the distal tip of the sheath during removal. If the balloon was caught in this manner, it would have contributed to the withdrawal difficulties experienced in the procedure. The additional force applied to remove the balloon then could have caused the balloon to fully separate. It is also possible that an increased balloon profile due to residual fluid remaining in the balloon could have contributed to the withdrawal difficulty. This similarly would have required additional force to overcome the withdrawal difficulty, which may have led to the balloon separation. The root cause for the delivery system withdrawal difficulty can therefore likely be attributed to procedural factors (retrieval of delivery system with torn balloon, or a balloon containing residual fluid). Based on available information, however, a definite root cause is unable to be determined at this time. Since no manufacturing non-conformance or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required. Because neither the device nor any relevant photographs or imagery were returned for evaluation, the complaints for ¿delivery system ¿ withdrawal difficulty¿ and ¿balloon ¿ separation¿ were unable to be confirmed. No manufacturing non-conformances or labeling/IFU inadequacies were identified. Review of the complaint history revealed that the occurrence rate did not exceed the august 2017 control limit for the trend category, therefore no corrective or preventative action is required.